Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: yrir1685 stent graft (B)(6) 2001; yrec22375 stent graf (B)(6) 2001; yrbr2414135 stent graft (B)(6) 2001; 507658 implantable pacing lead (B)(6) 2005.

Event description:
It was reported that the patient stated: "I went to a new cardiologist, he said the device is not set correctly." The device remains in use. No patient complications have been reported as a result of this event.